Event description:
The patient was seen on (B)(6) 2016, and high impedance was seen during the first diagnostic test performed. However, subsequent diagnostics showed normal impedance around 2950 ohms. The physician refused to perform surgery since there were good impedance values. No further relevant information was received to date.

Event description:
The patient was seen on (B)(6) 2016, and system diagnostics were performed multiple times with results between 2821 and 2921ohms. The patient was directed to move around between the system diagnostics to test the system in different positions, but the diagnostics were within normal limits each time. The surgeon decided not to procede with surgery. The patient's device was then turned back on to normal 0.25ma, magnet 0.5ma, autostim 0.0ma, tachycardia at level 3 and 40%. The patient was directed to follow up with the physician weekly to check the device and titrate the settings up. No further information has been received to date.

Event description:
Programming history was reviewed on 09/29/2016. The first available system diagnostics on (B)(6) 2016 showed that the impedance increased from 3779ohms to 6936ohms on (B)(6) 2016. The next >25% impedance change occurred on (B)(6) 2016, from 6936ohms to 3079ohms. The impedance changed again from 3050ohms to 4693ohms on (B)(6) 2016. It then went back to 3036ohms on the same day, (B)(6) 2016. Then on (B)(6) 2016, the impedance increased from 3093ohms to 12364ohms. On the same day, it dropped back down to 3136ohms. These changes in impedance indicate an intermittent connection in either the lead wire or the connection between the lead pin and generator. No further relevant information has been received to date, and no surgery has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient that was recently implanted with a generator on (B)(6) 2016. There was not high impedance seen on the patients last visit on (B)(6) 2016. However on (B)(6) 2016, the patient's generator showed high impedance. X-rays were taken and provided to the manufacturer. X-rays were reviewed on (B)(6) 2016. The connector pin did not appear to be fully inserted into the connector block. The generator was placed in the patient's left armpit, and the feedthru wires appear to be intact. The placement of the electrodes appeared to be per labeling. The strain relief bend and loop appeared to be present. There were two tie-downs present securing the strain relief loop and bend. No gross fractures were identified in the visible portion of the lead. There did appear to be a possible sharp angle in the lead near the generator, but it could not be confirmed due to the angles of the images. There was a portion of the lead behind the generator that could not be assessed. The cause of the high impedance may be due to the incomplete pin insertion or the possible sharp angle in the lead. There was nothing seen that would indicate there was any damage to the generator or lead. However, the presence of a micro-fracture in the lead could not be ruled out. The DHR of the lead was reviewed, and the device performed to functional specifications prior to release. The patient did not experience any trauma to the chest, and it was confirmed that the patient's device had not migrated. No surgical intervention has occurred to date.

Event description:
It was reported that the patient was seen at a routine office visit, and high impedance was present upon interrogation. However, the impedance was normal when diagnostics were performed. The patient was then seen for a consult with the surgeon, and diagnostics were performed in multiple positions. The impedance was normal each time. The patient was not experiencing any adverse events associated with high impedance, so the patient's family decided not to pursue revision at that time. No surgical intervention has occurred to date.

Event description:
The patient was seen again, and high impedance was present in one position and normal impedance in two other positions. The physician stated that x-rays were performed, and they did not identify any issues with the devices. The patient was referred for surgery to address the high impedance. The patient had generator replacement surgery, and the post-op impedance was within normal limits. The high impedance was most likely due to incomplete pin insertion. The hospital discards product during surgery, so no analysis could be performed.